Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on jan 6, 2020, the physician was placing the lead in the right atrium. The patient had a dialysis catheter in place that extended into right atrium. The physician placed the lead where he wanted and had the best numbers, but the lead would move. The physician believed the lead was bouncing off the dialysis catheter and dislodging it. The lead was repositioned several times with the same results. Lead was removed and replaced. The physician stated it was not the lead but rather the dialysis catheter that was the problem. No patient consequences occurred during the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.